Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatments were administered proximal-to-distal to the proximal left anterior descending artery, which was heavily calcified and 99% stenosed. The crown became stuck in the vessel due to heavy calcium and attempts to manually remove the oad resulted in the crown fracturing. Attempts to remove the fragment were unsuccessful and the fragment remained in vivo.

Manufacturer narrative:
The oad was returned to csi for analysis. Visual examination confirmed that the oad was fractured on the proximal side of the crown, and scanning electron microscopy analysis of the driveshaft showed evidence of fatigue. The device data log was reviewed and revealed stall events that may have been due to the device becoming stuck in the vessel. At the conclusion of the device analysis investigation, the report that the oad became stuck in the vessel and fractured was partially confirmed through analysis. It was hypothesized that the driveshaft fractured due to forces that occurred during the removal attempts, however the root cause of the fracture and stuck in vessel events remained undetermined. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. The user facility submitted this event under medwatch reference number: (B)(4). Csi ID: (B)(4).